Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin was squirting out during the manual prime and that the insulin pump alarmed for a loose drive support cap. The insulin pump was not dropped or bumped and not exposed to water. The dome label sticker was displaced. The blood glucose reading was 322 mg/dl. Nothing further was reported.